Event description:
Factory analysis of a returned exhalation valve revealed an unk foreign debris contamination trapped between the valve housing and exhalation valve diaphragm. The exhalation valve failed extended self testing. The unk foreign debris was removed between the valve housing and exhalation valve diaphragm and the exhalation valve passed testing. The contamination as found may likely have occurred while in use, and this finding may result in the circuit being unable to pressurize to a required level.